Manufacturer narrative:
Should additional information become available, for the patient a supplemental record will be filed.

Event description:
Customer alleged that the door seal for the ih3600xl tub is leaking.